Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 589 mg/dl. Cause was not known. Customer administered a correction injection via mdi to address the high bg. The customer declined troubleshooting with tandem technical support. No further information was available.